Manufacturer narrative:
As of this filing, no response received from the user facility in regards to the product availability for evaluation and its return status. A supplemental and final report will be filed upon receipt of the requested product and the completion of the investigation.

Event description:
The end-user facility reported that during use of the trocar valve/reducer in a laparoscopic cholecystectomy procedure, the clear seal fell off into the patient's abdomen. The seal was safely retrieved with a 10 minutes delay reported. The procedure was otherwise completed with no further complications or patient injury. As reported, the user facility was not sure how the seal fell out of the trocar, but believes that probably occurred during instrument exchange (grasper, suction/irrigator), etc). Despite multiple follow-up requests, the end-user facility has not yet responded to any requests for patient's demographic information or the product return status. To date, there has been no additional information received regarding the patient's latest condition or indication that any long term adverse effect has occurred.

Manufacturer narrative:
The used/damaged device was returned to the conmed complaint lab 17-dec-2015. The device reported was catalog number 1-6004, a detachaport trocar seal, valve reducer kit. The component of the kit in question is catalog number 1-7021, a detachaport 10-12mm seal and valve reducer. Close examination of the valve reducer assemble found that the silicone wiper seal had torn completely off, but the portion of the seal that tore away from the device was not returned to conmed for evaluation. The seal is held in place on the valve reducer by being inserted between two molded parts of the component that are snapped together with an arbor press. Portions of the seal that are held in place at the union of these two parts are present and visible showing the seal was torn away from the device. (B)(4). The cause of the torn seal was not readily determined, but is most likely use related. The IFU, instructions for use, states "when inserting or removing instruments that have sharp edges, or acute angles, care must be taken to avoid tearing of the seals". The detachaport multi-use trocar system has applications in a variety of procedures to provide a port of entry for endoscopic instruments. To reduce the risk of component separation and patient injury, the IFU provides the following warnings and precautions: when endoscopic instruments and accessories from different manufactures are employed together in a procedure, verify compatibility prior to initiation of the procedure. Using endoscopic instruments with smaller diameters than that of the cannula, without the appropriate size seal may cause desufflation of the cavity. When inserting or removing instruments that have sharp edges or acute angles, care must be taken to avoid tearing of the seals. The detachaport obturator, seals and stopcocks are designed to fit on the detachaport multi-use cannulas only.